Manufacturer narrative:
Correction: d1, d4 catalogue#, g5 PMA/510k#

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during patient therapy (medication, dose, programmed amount and delivery rate unknown). This was identified after the medication delivery was complete. The bag had more volume remaining than was typically expected even accounting for overfill. The event occurred in the medicine intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.